Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor with use of freestyle librelink application. Customer reported the low and high glucose alarms did not sound and because of this, the customer experienced a loss of consciousness. Customer was unable to self-treat and required hcp treatment of glucagon and intravenous fluids for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.